Event description:
Information was received from multiple sources (other, regulatory body) regarding a inserter used for spinal therapy. It was reported that during pre-processing checks of loan kits, central decontamination unit staff identified that there was a potentially difficult to clean instrument within one of the trays. Upon inspection it was found that the instrument design prevented visual inspection of an internal threaded interface where the rod inserter screws into the handle, creating a potential cleaning and contamination concern. As a precaution, the instrument was removed from the tray prior to use and was not used on a patient, allowing the procedure to proceed without delay or adverse impact. There was no patient involvement reported. There were no further complications reported regarding the event. The instrument in question was not faulty. The specific concern was the threaded connection where the inner inserter threads onto the main holder. The cdu inspector indicated that as they cannot see this connection, they cannot guarantee it was clean. It has been used before in the hospital - approximately 4 times and never highlighted as an issue.

Manufacturer narrative:
D4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This event is also known under iric user report number inv3698 occ4576. Regulatory body reference number: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.